Event description:
It is reported that the patient was revised for infection.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. Neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, before each manufacturing lot is released, the "certificate of processing" from (B)(4) (sterilization supplier) is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma dose in kgy. Therefore, it is highly unlikely that the specified device caused or contributed to the patient infection. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further information. The part numbers and lot numbers are unknown; therefore, the device history records could not be reviewed. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further information.